Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an unspecified malfunction occurred. Customer's blood glucose level was 131 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.